Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.6.

Event description:
Patient reported rupture. Later healthcare professional reported "prosthesis rupture and capsular contracture 3" confirmed via ultrasound. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "prosthesis rupture and capsular contracture iii". This record is for the right side. Device has been explanted and replaced.

Event description:
Patient reported rupture for unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.